Manufacturer narrative:
Physio replaced the device's main keypad assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue was excessive (out of tolerance) resistance of the shock switch located on the main keypad assembly.

Event description:
The customer contacted physio-control to report that their device would not pass the discharge test. In this state the device may not be able to deliver defibrillation therapy if needed. Upon evaluation of the customer's device, physio- control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. Based on the information available, physio-control has determined that it¿s reasonable to conclude that the likely cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance.  When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not pass the discharge test. In this state the device may not be able to deliver defibrillation therapy if needed. Upon evaluation of the customer's device, physio- control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use reported with the event.